Event description:
The device was used during a low anterior resection procedure. Reportedly, the instrument jammed closed on tissue. The surgeon resected the device with a small amount of additional tissue and applied another device successfully. The hospital has reported the patient's condition is satisfactory.